Event description:
A 62-year-old male patient scheduled for coronary artery bypass surgery (CABG). He was supported intraoperatively on an intra-aortic balloon pump (iabp). Due to the need for additional inotropic support, the patient was implanted with an impella 5.5. And the iabp was removed. The patient had profuse bleeding requiring 4 returns to the or, warranting multiple blood and blood product transfusions. At some point, the patient was cannulated and placed on ECMO. The patient improved and ECMO was discontinued, however, the patient decompensated and was re-cannulated and placed back on ECMO. Continuous renal replacement therapy (crrt) was started to optimize the patient. Multiple suction events with crrt removing fluid so volume had to be repleted. The patient also developed a respiratory infection while in the ICU. The impella was weaned off on 12/10/2025 without incident.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d4 catalog number and serial number updated. H6 component code updated to g07003. The investigation for the major bleed/cardiogenic shock/renal failure has been completed. No product has been returned. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information: the following information was received: there is no additional information to add. Contact precautions were treated per hospital protocols. The device was discarded.